Event description:
It was reported that during hip arthroplasty, a cup inserter fractured intra-operatively, which prevented liner implantation and necessitated exchange of the acetabular component to complete the procedure. There was a 20 min delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 010000665, lot# 7720541, g7 pps ltd acet shell 56f. G2: foreign, event occurred in china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d1; d4; g3; h2.

Event description:
No further information at the time of this report.